Event description:
During the reaming of the acetabulum, the reamer broke, unsure if all pieces were retrieved from the pt.

Manufacturer narrative:
Examination of the returned product by a depuy warsaw material scientist confirms the reported observation. The instrument has fractured due to mechanical overstress from a single overloading event. The root cause is attributed to user error. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.